Event description:
Pt having CT guided rib biopsy. Toward the end of the procedure as dr was attempting to remove 14.5g ostycut biopsy trocar from her densely sclerotic clavicle the distal 2mm of the beveled tip broke off within th intramedullary portion of her clavicular head. The packaging of the device was saved and we will report the device malfunction to the MFR. The tip was confirmed completely within the cortex of the bone and was the size of a pencil tip. There was no extracortical extension into her surrounding tissues. Giving this benign positioning, the trocar tip was left in place with no attempt at retrieval.